Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system lost connection with the mobile view station (mvs) and stayed in standalone mode. The movements could not be used and the generator indicator was not connected. There was no reported impact to the patient, the problem was detected during set-up before the procedure. The health care professional decided to performed the procedure with a competitor's system. Navigation was aborted causing no delay to the cause. Medtronic received information regarding an imaging system the system was losing the connection with the mobile view station (mvs). It was in standalone mode the movements and functionalities we stopping (gantry movements, door opening/closure not working and break cannot be lose), the generator was also losing the communication. The gantry led were blinking irregularly also during the short time when the connection could be established.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. H3) the manufacturer representative went to the site to test the imaging system. The image acquisition system (ias) was losing the connection to the mobile view station (mvs). There was an umbilical cable issue and it was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.